Event description:
During internal laboratory testing of the stockert 70 generator we learned of an anomaly that occurs in software 1.034b when using the manual unipolar catheter selection mode. This mode is designed for use specifically with non-temperature ablation catheters. This software anomaly causes the default power level in the manual unipolar catheter selection mode (normally 0 watts) to actually be at the maximum power output of the generator (70 watts). The default power displayed is inaccurate.